Event description:
It was reported that the patient presented to emergency room due to syncope. It was noted the right ventricular (rv) lead had dislodged and exhibited failure to capture. The dislodgement of the lead was verified by x-ray. The rv lead was repositioned. The patient was in stable condition throughout the procedure.